Event description:
Ous MDR. After an implantation time of 7 months, it was reported that recurring vf detections occurs in the home monitoring, starting in 2008, which did not look quite physiological judging from the iegm. A follow-up confirmed these irregular signals. At about one month later, the rv lead and the device were exchanged. During the revision, it became apparent that the lead was damage - about 3 cm above the vcs shock coil. Also included in this system: lumos dr-t, MDR: 1028232-2008-00726.

Manufacturer narrative:
Ous MDR - as part of the analysis of the lead, it was noted that the inner and outer insulation of the lead body was massively damaged about 8 cm distal from the ligature due to internal fraying. At this site, the insulation of the rope of the rv shock coil was also damaged. This damage must be regraded as the cause for the clinical complaint. The observed damage manifestation requires excessive pressure stress exerted on the lead body over a longer period of time. The characteristics of the damaged structure of the inner and outer insulation (fraying) and of the lead body (squashing) lead to the assumption of excessive mechanical stress to the lead by subclavian crush syndrome. Diagnostic images of the mentioned body region were not available for analysis. The signs of abrasion are probably due to friction with other leads or equivalent friction partners in the implanted state. The analysis of the lead and the ICD was unable to find a manufacturing error or material defect. In particular, the signal perception of the ICD was normal.